Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had to seek medical attention due to hypoglycemia. The patient's blood glucose levels reached less than 40 mg/dl (low) while wearing the pod longer than 48 hours. According to the patient's family the patient was found to be unresponsive which prompted them call 911. The patient was treated with IV (intravenous) dextrose. The patient declined going to the hospital because blood glucose levels improved had improved. The pod was worn when seeking medical attention.